Event description:
Information was received indicating that during testing of a smiths medical hotline blood and fluid warmer the lcd was found to be broken. It was reported that there was also no alarm. There was no patient involvement with no reported adverse effects.